Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysteroscopy (full), salpingectomy (unilateral), oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: she received treatment for pelvic/ abdominal, chronic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and implant date updated. Explant date added. Events- abdominal pain, psych injury, bladder/urinary problems: other and urinary tract disorder were added. Event outcome updated for: physical pain/pelvic/chronic. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysteroscopy (full), salpingectomy (unilateral), oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: she received treatment for pelvic/ abdominal, chronic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: with follow up information received on 13-nov-2019 this record was detected to be a duplicate to record (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.